Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) displayed as "high" on cgm. Cause was unknown. Elevated bg was addressed via a manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Customer spoke with hcp and has reverted to mdi. Customer did not allege device deficiency but reported that pump was ineffective at controlling bg by design unless it had cgm integration. Customer preferred using mdi to manage bg.